Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed loss of prime with non-zero force recorded. The pump was exercised for 24 hours without loss of prime event occurring. The force sensor was investigated and found to be out of calibration (low). The pump was opened for investigation and revealed the trace on the force sensor flex was cracked at the pin. There was no moisture or corrosion inside the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked in two places from the seal to the grip.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.